Manufacturer narrative:
The reported event of difficulty to insert the lead was not confirmed. A complete lead, without a guidewire, was returned in one piece for analysis. The test guidewire could be fully inserted into the lead without any difficulty. Visual inspection and x-ray examination did not reveal any anomalies. Electrical testing did not reveal any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Source: this product is registered as a combination product. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a procedure, it was noted that the left ventricular (lv) lead had difficulty being inserted during implant. The lv lead was explanted and replaced to resolve the event. Further information was requested, but not yet available. The patient was stable and will continue to be monitored.